Manufacturer narrative:
The technician found the latch pin was loose. The technician repositioned the latch pin and replaced the c-ring to repair the bed.

Event description:
Alleged the siderail will not latch in the up position.